Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and to the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation as it was discarded by the user facility. This complaint is inconclusive as no sample was returned for evaluation. Adverse reaction. May include: pain, intra-abdominal bleeding, hemorrhage, infection, perforation, pneumothorax, hemothorax and bile peritonitis.

Event description:
It was reported that the physician was unable to get adequate samples while performing a liver biopsy. The physician tried twice, in 2 different locations, to obtain samples, however, was not able to. Another device was used to successfully obtain a sample. The patient, who had recently undergone a liver transplant, subsequently began bleeding and had to be hospitalized and required transfusion with 3 units of blood.